Event description:
It was reported in an article (mcroberts, w.p., whisner,s.y., ashe, m.d. Case report of intrathecal clonidine with bolus dosing for failed back surgery syndrome (10707). North american neuromodulation society 19th annual meeting. 2015. 259.) That one 53-year-old female patient with failed back surgery syndrome (fbss), status post laminectomy, decompression and pedicle screw fixation with fusion from t2 to l2 for the treatment of scoliosis, failed peripheral nerve field stimulation. The patient then underwent successful intrathecal drug delivery device implantation. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).